Manufacturer narrative:
(B)(4).

Event description:
Customer reported during inflation of the device, the tracheal cuff did not inflate. The bronchial cuff inflated perfectly. This occurred during testing of the device in the surgery room. The device was not used on the patient. Another device was obtained for use.

Event description:
Customer reported during inflation of the device, the tracheal cuff did not inflate. The bronchial cuff inflated perfectly. This occurred during testing of the device in the surgery room. The device was not used on the patient. Another device was obtained for use.

Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The bronchial cuff and the tracheal cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.